Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was electively explanted due to the renewal recall. However, there was also an allegation of premature battery depletion against the device. Another guidant crt-d was subsequently implanted. The device was returned to guidant for analysis.